Manufacturer narrative:
H3 other; h6 codes b14, b20, c20, d15: a review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore from the vtr 21-09 viedoc study database: on (B)(6) 2024, this 72-year-old male patient underwent a planned transjugular intrahepatic portosystemic shunt (tips) procedure. A cook-rösch uchida tips set was successfully used to access the hepatic vein with two portal vein punctures due to the angle of the portal vein. The gore® viatorr® tips endoprosthesis with controlled expansion was successfully implanted. There were no other procedures performed. On (B)(6) 2024, the patient was admitted to the hospital for hepatic encephalopathy grade I. The patient received medication. The patient recovered without sequelae on (B)(6) 2024, and was discharged home on (B)(6) 2024. The principal investigator assessed the event as disease related.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c20, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. With the available information, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H6 code a24: a24 was used for hepatic encephalopathy with hospitalization within 30 days. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: as the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. This complaint was initiated based on information received from a study alert. The data provided within the study database were reviewed. No further information was provided to gore. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No allegation of device malfunction was indicated with respect to device performance. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: new onset or worsened hepatic encephalopathy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vtr 21-09 viedoc study database: on (B)(6) 2024, this 72-year-old male patient underwent a planned transjugular intrahepatic portosystemic shunt (tips) procedure. A cook-rösch uchida tips set was successfully used to access the hepatic vein with two portal vein punctures due to the angle of the portal vein. The gore® viatorr® tips endoprosthesis with controlled expansion was successfully implanted. There were no other procedures performed. On (B)(6) 2024, the patient was admitted to the hospital for hepatic encephalopathy. The patient received medication. The patient recovered without sequelae on (B)(6)2024 and was discharged home on (B)(6) 2024. The principal investigator assessed the event as disease related.